Event description:
The customer reported the system displayed a file system corrupt message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and calibration files. The system operates as intended.